Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Abdelshafy, m., soliman, o., simpkin, a., veen, k., elkoumy, a., elzomor, h., de by, t., logstrup, b., loforte, a., schoenrath, f., potapov, e., paluszkiewicz, l., gummert, j., mohacsi, p., meyns, b., & caliskan, k. (2024). Novel machine learning algorithms for predicting early right heart failure post left ventricular assist device implantation: an analysis from theeuromacs registry. The journal of heart and lung transplantation, 43(4), s386¿s387. Https://doi.org/10.1016/j.healun.2024.02.1257. National university of ireland galway(nuig), erasmus mc, rotterdam, netherlands; eacts house, windsor, united kingdom; aarhus univ hospital, aarhus,denmark; university of turin, turin, italy; deutsches herzzentrum berlin, berlin, germany; german heart institute, berlin, germany; heart and diabetes centre nrw,r uhr-university bochum, bad oeynhausen, germany; herzund; diabeteszentrum nrw, bad oeyenhausen, germany; herz gefäss zentrumim park, zurich, switzerland; uz leuven, leuven, belgium; cardiology, erasmus mc university medical center rotterdam, rotterdam, netherlands. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure. Section 6, "patient care and management", states that patients may develop right ventricular failure during or shortly after pump implantation and lists associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that through the research article titled ¿novel machine learning algorithms for predicting early right heart failure post left ventricular assist device implantation: an analysis from the euromacs registry¿ that the heartmate 3 (hm3) may be associated with right heart failure (rhf). The european registry for patients with mechanical circulatory support (euromacs) was used to identify adults with currently used hm3 left ventricular assist devices (lvads). 1,991 patients were identified with hm3 implantation and included in the final cohort. 18.8% (376 patients) developed early severe rhf post-hm3 implantation. Date of event was approximate as no information was provided on the date of data collection.